Event description:
The pt implanted with this ancure endograft experienced aneurysm enlargement, and his graft was explanted. Boston scientific can not confirm the clinical observation. No additional info is available at this time. If additional info becomes available, this event will be updated.